Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced leakage at catheter and hub junction. The following information was provided by the initial reporter: this is a report about leakage of a contrast agent with the use of iagbc. According to the customer's report, the contrast agent leaked from the connection with the catheter and the pressure-resistant tubing for CT scan with contrast.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd insyte¿ autoguard¿ IV catheter experienced leakage at catheter and hub junction. The catheter was also found to be damaged. The following information was provided by the initial reporter: this is a report about leakage of a contrast agent with the use of iagbc. According to the customer's report, the contrast agent leaked from the connection with the catheter and the pressure-resistant tubing for CT scan with contrast. H6: investigation summary: bd received twenty three 22 gauge insyte autoguard blood control pro units from lot 2290802 for evaluation. One unit was received used and the remaining 22 units were received still sealed. Additionally seven photos of the defect were provided for review. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities to the sealed units. However, the used unit had a sheared portion of the inner wall of the catheter adapter at the luer hub. Next, the units were tested for leakage but no leaks were observed. Finally, the used unit was flushed using an extension set and no leakage was observed. However, after reviewing the provided photos the engineer was able to notice blood residue on the exterior of the male luer connection. This is indicative of a possible leak but could not be reproduced during testing. Therefore, based off the visual inspection, the provided photos, and testing the engineer was unable to verify the reported defect of damage to the catheter adapter and leakage. However, the leak was determined to be caused by a loose/improper connection between the extension tubing and the device. Once a secure connection was made the device failed to leak. The damage observed to the adapter was found to be a manufacturing defect that occurred due to a misalignment between the catheter adapter and the manufacturing equipment.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced leakage at catheter and hub junction. The catheter was also found to be damaged. The following information was provided by the initial reporter: this is a report about leakage of a contrast agent with the use of iagbc. According to the customer's report, the contrast agent leaked from the connection with the catheter and the pressure-resistant tubing for CT scan with contrast.